Manufacturer narrative:
Occupation is a patient/consumer. The meter and test strips were requested for investigation. There are no strips left for investigation, therefore no strips were returned. The meter was provided for investigation where it was tested using retention strips with high-level control samples. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The meter result of 2.4 inr on (B)(6) 2021 was confirmed in the memory of the returned meter. The medical assessment of this event by a roche physician concluded that despite the appropriate diagnostics being performed, the cause of the ischemic stroke has not been determined. As the CT scan reported "chronic microvascular ischemia", the patient presented a chronic condition where the changes to the small blood vessels in the brain might themselves damage the brain tissue. A thromboembolic origin was not found or alleged. The contribution of the device to the alleged stroke cannot be determined based on the limited information. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation that a patient had an ischemic stroke while using the coaguchek meter, serial number (B)(4). The reporter alleged that the stroke may have been caused by fatty deposits or a clot but there was reportedly no clear cause. On (B)(6) 2021, the patient was reportedly confused and could not speak. The patient¿s daughter took the patient to the emergency room. The result from the laboratory was 1.2 inr. The treatment at the hospital, based on this inr result, is reportedly unknown. There was no meter inr result immediately prior to the hospitalization. The last result from the meter was reportedly 2.4 inr on (B)(6) 2021. A brain CT (computed tomography) scan allegedly reported "ventricle system normal/chronic microvascular ischemia". The patient was in the hospital for 2 days. The patient is reportedly at home and feeling fine. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests weekly.